Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site postal code, the full event site postal code is(B)(6). A getinge field service engineer (fse) reported that removed and installed a new fiber optic extension cable assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported during preventive maintenance inspection that the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector. There was no patient involvement reported.